Event description:
The customer reported being hospitalized due to low blood glucose of 67 mg/dl. The customer was experiencing unexplained low glucose for one week. Troubleshooting was performed. The customer stated that she was connected during the rewind/prime process. Reviewed the programming, and found that the bolus history has more than the daily totals. The customer stated that the reservoir is showing the same amount of insulin that the status screen shows. The customer treated her glucose with two juice box, and marshmallows. The customer stated that she made changes to the basal to get her bolus. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.